Event description:
Gastrointestinal doctor attempted to use a hot snare to remove an anal polyp/lesion. First attempt using cook snare and erbe (B)(4). Cautery appeared not to be working. Cook snare ref #asmh-1-s g22701 lot w 4754805. Snare removed with no injury to the patient.